Event description:
Additional information received indicates that there were additional instances of the low, out-of-range pacing impedance measurement.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead exhibited low, out-of-range pacing impedances which was identified by a remote monitoring alert. According to the local representative, the impedances have been stable ranging from 222-279 with the exception of this one measurement which was <200 ohms. The patient will be monitored and no intervention is planned at this time. The lead remains in service. No adverse patient effects reported.